Manufacturer narrative:
Follow-up #1 date of submission 05/01/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated with a low, non-zero force, as well as an alarm for no cartridge detected. A prime issue was not duplicated during testing. The force sensor calibration reading was within specifications. The pump case was removed, and no internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter stated that the pump could not be primed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.